Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the pulse generator was in backup vvi mode due to an integrated circuit anomaly. After the integrated circuit was replaced, normal function ensued.

Event description:
It was reported that the pulse generator was found in backup vvi mode when interrogated in the box before implant.